Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest, anoxic brain injury and all injuries associated therewith; the patient subsequently expired. It was further alleged to have been caused by the patient's exposure to the product administered during dialysis.

Manufacturer narrative:
This is one of two device reports associated with this event.